Manufacturer narrative:
The power conversion enclosure was returned to the manufacturer for analysis. The power conversion enclosure was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Correction: unique device identification (UDI) and device manufacture date updated to proper value.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and confirmed the reported issue. There was an intermittent collimator initialization error. The representative replaced the power conversion board and the issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. The suspect part has been returned to the manufacturer for evaluation, however results are not available at this time. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Event description:
A site representative reported that, while outside of a procedure, after booting up the imaging system, the site received error message, "error initializing collimator". The site attempted multiple reboots with the umbilical/interface cable connected and disconnected without resolution. There was no patient present when this issue was observed.